Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 42 log entries between the (B)(6) 2006 and the (B)(6) 2013. Manual power ups of ten minutes and less are recorded during this time. The device failed multiple self-tests due to a low battery between the (B)(6) 2010 and the (B)(6) 2013. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.